Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer staff operators were getting sick from the fumes from endoscope reprocessing machines. 2 facilities were affected (B)(6). There was no fluid leak. No patients were affected. The complaint is regarding (B)(6) medical center. 6 staff members were affected. One staff member, (B)(6) experienced headache, vomiting, shortness of breath, and asthma attack. The staff member was taken to the emergency room (ER), given steroids and breathing treatment and was released from emergency room the same day. He/she returned to work the following day but had headaches if present in the room where reprocessing machines located. There was no smoke emitted per customer knowledge. The fumes of the chemicals were overwhelming while running the machines, even with the door to the room propped open. Staff could not tolerate being in this room. None of the acecide bottles were damaged. The temperature of the room was within normal range and the machines are in a clean room, the air pressure in the room was positive. None of the environmental conditions monitored were out of range. The staff did not report this occurring during changing of the chemicals but happened when the machines were running. The field service technician that came on site did not find any defect in these machines at (B)(6) medical center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. The device was evaluated onsite by an olympus field service engineer (fse), and no abnormality was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that vaporized disinfectants could irritate mucous membranes such as eyes or nose of the operators, or inhalation of the vaporized disinfectant may cause illness. Although the root cause could not be determined, the following factors may have contributed to the event: 1. Eyes, nose and mouth were not fully protected during work. 2. Temporary abnormality occurred with the positive pressure control in the room, causing the disinfectant vapor to remain in the room. 3. Allergic reaction to disinfectants, etc. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿important information ¿ please read before use user qualifications: the operator of this reprocessor must be sufficiently trained in reprocessing of endoscopes and must pass all training of ¿oer-elite in-service checklist¿. The medical literature reports cases of infections due to inappropriate cleaning, disinfection, and /or sterilization. Thoroughly review and understand the following items before use: personal protective equipment requirements to minimize exposure to chemicals and infectious materials.¿ ¿chapter 8 replacement of consumable items 8.2 replacing the disinfectant solution warning: when handling the disinfectant solution, wear appropriate personal protective equipment to prevent direct contact with your skin and eyes or excessive inhalation of its vapor. The disinfectant solution and its vapor may adversely affect the human body. If you get disinfectant solution in your eyes, immediately rinse with a large quantity of water and then call a medical specialist. Wear personal protective equipment, such as eyewear, face mask, moisture-resistant clothing, and chemical-resistant gloves that fit properly and are long enough so that your skin and eyes is not exposed. All personal protective equipment should be inspected before use and replaced periodically. If personal protective equipment is damaged or defective in anyway, do not handle hazardous chemicals and refer to the facility policies.¿ this supplemental report includes a correction to d9 and h3 from the initial medwatch. Additional information received from the customer has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the staff affected by the reported incident had been using the endoscope reprocessor (oer) without any problems. The facility stated that it is unknown if the gas filters were properly replaced. Moreover, reportedly the only instance when the staff noticed the chemical odor was when the oers were running, or when the lids were open. The staff described the odor to be similar to bleach, vinegar, and other chemicals mixed together. However, the odor was not considered to be foul. It was confirmed that the water did have a chemical odor.